Manufacturer narrative:
Date of initial report : (B)(6) 2017 one lf1737 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported that the device does not cut and tissue sticking. The reported conditions were not confirmed. The device was tested for activation on simulated tissue with end tones indicating completed seal cycles. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals were made on the porcine kidney and the tissue did not stick to the jaws as the customer reported. The knife cut of the device was tested on a silicone test strip and porcine kidney vessels with acceptable results. The investigation found the device to function normally and within specifications. The IFU states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device is not cutting and is sticking to tissue. There was no patient injury and no medical intervention required.